Manufacturer narrative:
Inspected 2 opened or used partial sensors and unable to confirm insertion or needle complaint due to customer return sensors no needles. Then, performed visual inspection and found both sensors with cannula in full during analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that introducer needle was fractured while in the body. The customer¿s blood glucose level was unknown at the time of incident. The sensor will be returned for analysis.